Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered atrioventricular nodal reentry tachycardia (avnrt) and av block. Avnrt occurred during the procedure and av block occurred during slow pathway ablation by the stsf. The av reconduction occurred at 13 seconds after termination of ablation. There was a 14 seconds arrest due to transient atrioventricular block. Successful patient¿s own pulse recovery and the procedure was completed. The physician's opinions on the relationship between the event and the product was the physician commented that there was no causal relationship with the product. The patient¿s own pulses resumed over time without any medical intervention. Successfully resumed and the procedure was completed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30719847l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-may-2022, bwi received additional information indicating that the patient is a 64-year-old male patient (45kg). No intervention was provided. The patient outcome was improved. The generator used was a smartablate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)